Event description:
It was reported that surgeon discovered lumpy cement in four batches mixed. Second batch used in pt. Mixers hooked directly to wall suction at 100-110 psi.

Manufacturer narrative:
Additional lot#: mfr032. An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the event was requested. If it becomes available, the eval summary will be submitted in a supplemental report.